Event description:
The hospital reported that an employee experienced a second degree burn on her left forearm after coming into contact with liquid from steris 20 sterilant concentrate (s20). S20 contains 35% peracetic acid. The employee removed a cup of s20 from the system 1 processor at the end of a processing cycle. Based on the information provided to steris, the most likely cause is that the s20 cup contained residual quantities of buffer and peracetic acid, some of which spilled onto the edge of the system 1 processing tray. The employee was wearing gloves, but was wearing a short-sleeved top and her forearm came in contact with the residue. She was treated in the emergency room (ER) with neosporin and a bandage for a second degree chemical burn. The employee did not require any further treatment and did not miss any time from work. A second employee who moved the system 1 processing tray to the sink to rinse it reported that she became dizzy from the fumes. She went to the ER, but the hospital was not aware of any treatment given, nor did the employee not miss any time from work.

Manufacturer narrative:
A steris service technician inspected the system 1 processor in question and found that the aspirator probe which is inserted into the s20 cup was cracked. The service technician replaced the aspirator probe. No further problems have been reported with this processor subsequently. The steris system 1 operator manual instructs users to verify that the s20 cup is empty before removing it from the processor. If the s20 cup is not empty, the operator manual provides instructions on how to safely dispose of the residual material, including the use of personal protective equipment. The steris account manager visited the hospital in 2009, to discuss proper procedures and returned to the hospital the following month, to perform additional in-service training for employees using the system 1 processor.